Manufacturer narrative:
Zoll medical corporation has not rec'd the prod for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device displayed a "check pads" message. Complainant indicated that the clinician performed manual CPR to continue treating the pt. The ECG signal was regained and a shock was successfully delivered to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.